Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had gone back to the same pain that they had before the ins was implanted since about a week ago. The caller stated that they didn¿t know what was causing the pain and the programmer seemed to be registering and they were able to charge. The caller was asked if they had considered increasing their stimulation. The caller stated they did not do anything unless they were told, and ¿they could not¿. The caller refused to do any troubleshooting over the phone and they just called to ¿let us know what was going on¿. The patient noted an appointment with their healthcare provider on the wednesday after the report. No further complications were reported. Additional information was received from the patient on 2018-mar-30. The patient stated that the reason they were implanted is because they have 3 bulging discs and they were on medication. The patient stated that for the past two weeks they have been having so much pain/their back is killing them and the device does not seem to be working right. They went to their healthcare professional (hcp) for their monthly appointment and wanted a manufacture representative (rep) to be there. The patient told their hcp that when they cough they get a jolt. The hcp told the patient then they know it is working. The patient is no longer seeing a holt when they cough. They have the ability to change the amplitude, group, and/or programs so during the report the patient determined that they were on group b. They have one program and the stimulation was on 0.0. The patient is supposed to feel stimulation. When they were increasing the stimulation they could feel something tightening in their back. The patient kept increasing and said they were feeling stimulation on their left side of their back. The patient confirmed that the left side of their back is where they are supposed to feel stimulation. Patient services reviewed that now that the patient can feel stimulation they should monitor their pain and see if it improves. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient letter on (B)(4) 2018. The patient reported that increasing the stimulation did not resolve their pain. On (B)(4) 2018 the patient called to reiterate that they were in pain and didn't believe their spinal cord stimulator was working right. It was noted their health care provider (hcp) contacted a manufacturer representative (rep) about the concerns and the rep helped increase their numbers. No further complications were reported or anticipated.